Event description:
The customer called about an error code that she had received when testing with her contour meter. While troubleshooting, she performed control tests and received a result of 59 mg/dl. The normal control range was 104-144 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. The customer also insisted the meter be replaced. Replacement products were sent to the customer.